Event description:
The customer called tandem technical support (cts) because they exited the load process after fill tubing and did not know how to proceed with completing the load. During troubleshooting, cts had the customer try reloading the cartridge, but the pump stopped fill tubing at 9.8 units and requested a minimum of 50 units. More insulin was added to the cartridge and the customer was able to complete the load process adn resume insulin delivery. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
On (B)(6) 2015: the customer indicated the issue was still occurring and had not been resolved. The device has been received for evaluation. However, the evaluations not yet complete. A supplemental report will be submitted upon completion of evaluation.